Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, the sharpness of the device became worse/the fo rce of clipping became weak. A new device was used to complete the case. No injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.